Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii aortic cutter needle was bent, so the surgeon couldn't make a complete hole at the aorta. They were not aware of the bent needle before it was used. After they used the cutter, they recognized they couldn't make the proper hole. Then they found the cutter needle was bent. A replacement device was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received and the investigation is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance which could have contributed to this failure mode. (B)(4).